Event description:
Device with catalog number n-st-ff120-335 is not PMA approved or same/similar. This record is no longer reportable to the FDA.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d6b, g4, h4.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient repoted unknown side rupture. Device status unknown.